Event description:
It was reported, the reamer shaft was opened during the case. The bixcut modular head was attached to the shaft and the surgeon tried to place the shaft over the guide wire and begin reaming the femur. The guide wire was not passing through the reamer shaft smoothly and brought it back to the back table. She then grabbed a k-wire and tried to pass that through the reamer shaft where she said she found a dried white substance inside the reamer shaft keeping anything from passing through it smoothly. She immediately took the shaft off the field determining it was defective and another reamer shaft was opened and the case continued as planned.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.